Manufacturer narrative:
No sample or lot number information has been received for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A healthcare professional reported that multiple knives were noted to be blunt during separate surgeries. Each procedure was completed with the same knife. There was no impact to any patient. Additional information has been requested..